Event description:
It was reported that following a percutaneous peripheral intervention (ppi) via an antegrade approach, an angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the common femoral artery (cfa) puncture site. A 6f-11cm terumo sheath was used. Since the lesion was in the superficial femoral artery (sfa), the puncture site was made more to the proximal than usual, just distal to the inguinal ligament. The angio-seal was deployed with no resistance and hemostasis was achieved. Thirteen hours later, the patient ambulated and had lunch without complication. Twenty-eight hours after the procedure, the patient went into shock, lost consciousness, and dropped her blood pressure. The puncture site was swollen and a CT revealed bleeding from the puncture site. The patient underwent a balloon deployment procedure via a contra lateral approach where the physician inserted a balloon catheter to the point of bleeding using the cross over method. Attempts were made to inflate the balloon to stop the bleeding but this failed and surgery was performed. The anchor was found protruding from the artery and bleeding was observed 2 mm from the puncture site. The angio-seal was surgically removed and the puncture site was sutured. The removed suture was intact and the anchor was not degraded. The patient received 10 units of blood during surgery. The patient's hemoglobin was at 5g/dl. The patient received an additional 10 units of blood. The patient's blood pressure was not stable and was around 200mm hmg. The patient remains unconscious and is being followed in the ccu.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.